Event description:
The facility reported an infusor pump with "syringe holder is cracked and won't hold the syringe in place". The process step for this event is unknown. However, it is known to have occurred in the operating room department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of "syringe holder is cracked and won't hold the syringe in place" was confirmed in the sample evaluation. The cause of the problem was a broken pusher block assembly. The pump was sent for destruction.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.